Manufacturer narrative:
Internal file number - (B)(4). Correction: catalog number updated from 1012433-15 to 1012445-15. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the final report, additional clarification was received: the nc trek balloon catheter did not cause or contribute to the left ventricular ejection fraction. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number - (B)(4). Correction - event details. Correction - patient code 2695 removed and replaced with 2199. Results code 114 removed; conclusion code 4307 added and 4311 removed. The investigation determined the nc trek balloon catheter did not cause or contribute to the left ventricular ejection fraction. Therefore, this event would not have been reportable; however, as the event was already filed, it must remain reportable.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified mid circumflex artery. On (B)(6) 2018, the patient presented with unstable angina. Pre-dilatation was performed with a 2.0 x 15 mm nc trek balloon catheter and an unspecified stent was implanted in the lesion. Timi iii flow was achieved; however, the left ventricular ejection fraction was less, therefore, the patient was hospitalized for recovery. No medication was administered to the patient. However, during their stay in the hospital, the patient developed pneumonia and died on (B)(6) 2018. The pneumonia and patient death were not related to the nc trek. No additional information was provided.